Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was noted to have a decreasing rv coil impedance. About 1.5 months later, t-wave oversensing and small r-waves were noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.